Event description:
It was reported that the user experienced difficulty pairing a new dexcom g7 sensor with the system, resulting in a failure to obtain glucose readings until guided troubleshooting was performed. Customer care provided support that included remote troubleshooting and user education regarding correct cgm configuration. Investigation of this case revealed an initial pairing failure linked to configuration settings, with no device hardware malfunction identified. No clinical symptoms associated with the event reported. Outcomes included restoration of real-time glucose display after the user toggled the cgm setting from g6 to g7 without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.